Event description:
It was reported that the left ventricular (lv) lead presented slight high thresholds, device remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).